Event description:
It was reported that this artificial urinary sphincter (aus) was explanted and replaced due to urethral erosion at the cuff. It was noted the patient had a history of erosion. Upon explant of the cuff, it was determined to be the incorrect size; a larger size was selected for the new cuff. No additional patient complications were reported.